Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected. This is 4 of 4 allegations of unspecified issue which resulted in adverse event. The patient reported 4 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records (B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an unspecified issue occurred. The sensor was inserted into the arm on (B)(6) 2024. On 06/02/2024, the patient reported a hypoglycemic event. Per documentation, the patient had symptoms of hypoglycemia; however, they were not specified within the complaint record. The behavior of the cgm (continuous glucose monitor) display device was not documented. It was not documented whether the patient checked bg (blood glucose). She treated herself by drinking orange juice, but it did not work and she was dropping so fast. She had two glucagon shots and one baqsimi nasal spray administered by an unspecified party. According to the report, the patient uses a tandem t-slim pump and wanted to switch back to g6. Due diligence attempts to contact the reporter for more information were attempted but not successful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.